Event description:
It was reported that a coil break occurred. The target lesion was located in a non-tortuous iliaca interna. A .035 interlock cube 15mm x 40cm was selected to treat an iliaca interna aneurysm. During the procedure, the coil was pushed about halfway out of the diagnostic catheter, then an attempt was made to pull the coil back again to reposition the catheter. The coil got stuck in the catheter as it was already partially thrombogenized. The physician then pulled a little too tightly, causing the coil to stretch and the detachment arm to detach from the coil. The diagnostic catheter with complete coil was removed from the patient. A new catheter and coil were successfully used. No patient harm occurred. It was further reported that there was no break observed, rather the interlocking arms unlocked inside of the diagnostic catheter. The pusher wire of the interlock was pulled completely out of the catheter while the coil remained in the catheter.

Event description:
It was reported that a coil break occurred. The target lesion was located in a non-tortuous iliaca interna. A .035 interlock cube 15mm x 40cm was selected to treat an iliaca interna aneurysm. During the procedure, the coil was pushed about halfway out of the diagnostic catheter, then an attempt was made to pull the coil back again to reposition the catheter. The coil got stuck in the catheter as it was already partially thrombogenized. The physician then pulled a little too tightly, causing the coil to stretch and the detachment arm to detach from the coil. The diagnostic catheter with complete coil was removed from the patient. A new catheter and coil were successfully used. No patient harm occurred. It was further reported that there was no break observed, rather the interlocking arms unlocked inside of the diagnostic catheter. The pusher wire of the interlock was pulled completely out of the catheter while the coil remained in the catheter.

Manufacturer narrative:
Device evaluation by manufacturer: the main coil, the introducer sheath and the delivery wire were returned. It was observed that the main coil was bent and stretched at the coil arm and primary coil section, moreover the arm coil was detached. A photo provided by the site shows the device stretched.

Event description:
It was reported that a coil break occurred. The target lesion was located in a non-tortuous iliaca interna. A .035 interlock cube 15mm x 40cm was selected to treat an iliaca interna aneurysm. During the procedure, the coil was pushed about halfway out of the diagnostic catheter, then an attempt was made to pull the coil back again to reposition the catheter. The coil got stuck in the catheter as it was already partially thrombogenized. The physician then pulled a little too tightly, causing the coil to stretch and the detachment arm to detach from the coil. The diagnostic catheter with complete coil was removed from the patient. A new catheter and coil were successfully used. No patient harm occurred.